Event description:
During a coronary stenting treatment procedure, slow deflation difficulties were encountered. The lesion being treated was a 99% stenosed, non-calcified, non-tortuous, de novo right coronary artery (rca) lesion. The physician predilated this lesion with a 20 mm balloon. The physician was able to inflate the balloon on the first attempt to 16 atms, successfully deploying the express2 mr 4.5 x 28 mm stent. Upon attempting to deflate the balloon, it was noted that the balloon was deflating slowly. By alternating positive and negative pressure with the inflation device, the balloon deflated after 45-60 secs. The balloon was inflated for a total of 1 min, 45 secs. The pt experienced no cardiac symptoms while the balloon was inflated. The device was removed from the pt intact and fully deflated. There were no pt complications reported. The procedure was successfully completed and the final pt condition has been reported as good. The physician reported that he believes "the technique of the technologist contributed to the slow deflation issue."